Manufacturer narrative:
Analysis was able to confirm the customer comment of no backlight on the display and it was noted that the white wire on the liquid crystal display (lcd) was pinched in half and the wires exposed and that the red wire on the lcd was pinched but was not compromised, and that the red wire was routed incorrectly over the battery compartment. It was additionally noted that the lower case was broken and that three case screws were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display had no back light. The epg was returned for service. There was no patient involvement.